Event description:
The account stated that the celldyn 4000 analyzer incorrectly read a barcode. Specimen was read. The lis did not accept the data as the specimen number did not exist. There was no impact to patient management. The sample was retested and the barcode was identified correctly.

Manufacturer narrative:
The barcode label which was incorrectly read, was checked for printing condition using a barcode check device. The barcode quality was acceptable and the code read correctly. The barcode read error could not be duplicated. Dirt on the barcode reader window was given as a possible cause of the misread. The barcode reader was cleaned, and the barcode reader alignment was adjusted. A barcode reader test was done which passed. Normal movement of the sample loader was checked with a specimen. The celldyn 4000 system operator's manual section on troubleshooting provides correction actions for the barcode reader malfunctioning or not operating. Corrective actions include cleaning the reader window; verifying the barcode symbols, and labels are in compliance with specifications and contacting the local hematology customer support center. A review of the complaint analysis and trending system (cats) and trending analysis support system (tass) was performed, and no adverse trend was identified for this issue. This is the final report.